Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - correction, b5: describe event or problem - correction, d4 catalog no - correction, d4 lot no - correction, d4 expiration date - correction, primary UDI number - correction, h2: type of follow up - correction, h4 device mfg date - correction, h5 labeled for single use - correction, h6: correction.

Event description:
Subsequent to the initial MDR, a correction is required.